Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. It was found that the system computer needed to be replaced. The medtronic representative replaced the computer. The navigation system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement.

Event description:
A site representative reported that, while in a spinal fusion procedure, the navigation system was shutting down spontaneously during the procedure. The surgeon opted to complete the procedure with the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.